Event description:
A report was received that following a previous revision, the pt is experiencing rapid battery depletion. Monopolar electrocautery was used during the previous revision. The physician replaced the patient's ipg and leads. The pt is reportedly doing well.